Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka, one (1) jrny ii cr lkg fem imp bumper rt split in half while impacting the femur. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.